Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The next day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injection vancomycin (50mg, route, frequency and duration not reported), injection ampicillin (dose, route, frequency and duration not reported), and tetracycline (dose, route, frequency and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported and the outcome of the event is unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).